Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they had changed their setting from the last time they called and was not able to sleep. The patient noted that they were going to the bathroom 11 times at night and did not know if they should change programs or what to do. The patient stated that they were on program 1 at 2.6 v which was a little too much and was flittering, so they decreased to 2.5 v. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know the cause of not feeling it at 2.5 and feeling it too much at 2.6. Leaving it at 2.6 would bother them sometimes and they noted they may yet feel it at 2.5. A day or so after the issues, they felt like reducing it and did. They may change the program to see if they could urinate less during sleeping hours. They went to the bathroom 11 times on the night prior to the report and couldn't sleep. It was noted that the bladder surgery and hysterectomy were not related to the device or therapy and were done prior to the implant.

Event description:
A patient reported it can¿t seem to work, she did not feel stimulation, and then the patient programmer screen would not power up. The patient changed the batteries in the patient programmer and the issue was resolved. After the patient changed the batteries and synched stimulation was off on program 1 at 3.0. The patient was successful to decrease, turned stimulation back on and increase to 2.6. The patient stated she felt stimulation and it was comfortable. There was no report of an out of box failure. The patient stated for the past 6 months prior to the call it couldn¿t seem to work and she didn¿t feel stimulation. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from the patient. The patient reported that they had a problem since troubleshooting on (B)(6) 2017 and wanted to reduce from 2.6 to 2.5. The patient noted that at 2.5 they did not feel it and at 2.6 they felt it, but they were not used to feeling it because they had it off for so long. The patient stated that they did not want to feel it that much. The patient noted that when they slept in bed they could not sleep on the left side very long, like a half hour, before they felt the pressure to go to the bathroom. The patient stated that they could go an hour or two when they slept on the right side and noted that they slept the longest when they slept on their back. The patient stated that they had not seen a difference since turning stimulation back on 2 days before report. The patient had been through 4 times and had to stay near a bathroom, but noted that they were still evaluating. No further complications were reported or were expected.